Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, the account communicated that the low flow events were a symptom of right heart failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020 and found that the pump operated as intended at the set speed. A few transient low flow alarms were captured on (B)(6) 2020. Despite the momentary low flow conditions, the system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This document outlines indications of right heart failure as well as possible treatments. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for symptoms related to right sided heart failure with doppler readings of 78. The patient had a right heart catheterization yesterday and her pump speed was adjusted from 5000 rpm to 4800 rpm. Technical services (ts) reviewed the log files and observed low flow events. It was additionally reported that the patient did experience right heart failure symptoms (i.e. Bilateral lower extremity edema, shortness of breath, and low flow alarms) so the patient's medication was adjusted and their pump speed was decreased to 4700rpm. The patient reportedly adjusted well to the change in medication and pump speed. The patient is stable, and the customer will continue to monitor them.